Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). During evaluation of the device to determine root cause, the technician observed extensive damage. The observed damage is typically a result of the device being tampered with. Root cause could not be firmly established due to the observed damage. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.